Manufacturer narrative:
The patient's exact date of birth is unknown; however, it was reported that the patient was born in (B)(6). Device code (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous suspension procedure performed on (B)(6) 2021 for the treatment of uterine prolapse stage 3. During the procedure, the carrier did not retract inside the patient. The procedure was completed with another capio slim device. The condition of the patient following procedure was stable. There was no serious injury reported as a result of the event.